Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient observed an elective replacement indicator (eri) code. The patient was surprised it would be saying eri so soon and said the device had been assessed by a neurologist approximately six months prior and was estimated to have 5-7 years of remaining life. The agent reviewed the meaning of eri with the patient and redirected them to their healthcare provider for further evaluation. No patient complications have been reported as a result of this event.